Manufacturer narrative:
One sample was returned for evaluation. Upon visual inspection, a split on the flange eyelet was observed. A twill tape cut was used to pull the neck flange by hand; it was possible to reproduce the failure mode. The reported customer complaint was confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was recieved that a smiths medical tracheostomy had the silicone split where the eyelit is secured.